Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported failure to inflate and determined that this was due to a tear in the shaft, at the midlap seal. Further assessment has determined that this issue is potentially related to the manufacture of the device. Root cause analysis is being conducted per internal operating procedures. Based on the investigation performed, it was concluded that this is an isolated incident. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: date is estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that when using the nc trek 3.0 x 20 mm balloon catheter an attempt was made to inflate it but the balloon was leaking approximately 3 inches up from the balloon and the balloon would not inflate. The device was removed from the patient. There were no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.